Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable inr results for 5 patients tested on one coaguchek xs meter, serial number (B)(4), with 2 strip lots. This medwatch is for strip lot 27216511. (B)(4). For patient 1 at 11:45 am the result was 1.7 inr with the meter and the result was 2.9 inr with coaguchek xs meter serial number (B)(4) using a different finger. At 12:08 pm the result was 2.7 inr in the laboratory using the siemens sysmex ca-600 system with the dade innovin method. The results of 2.9 inr and 2.7 inr were believed to be correct. For patient 1 the therapeutic range was 1.8 - 2.5 inr. The patient had lost weight and had only been eating fruit. The patient has had no new medications since the last measurement and had no symptoms of bleeding or bruising. For patient 2 the result was 3.1 inr with the meter. The result was 1.9 inr with coaguchek xs meter serial number (B)(4) using a different finger and believed to be correct. The measurements were taken approximately between 2:00 pm and 2:15 pm. For patient 2 the therapeutic range was 2.5 - 3.5 inr. The patient's the hematocrit was 38.3%. The patient has had no overlapping heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, and no changes in warfarin. The patient has had no new medications or changes in diet since the last measurement. The patient has had no symptoms of bleeding or bruising. The patient was a (B)(6) year old male with a birth date of (B)(6). It was confirmed that the nurse that performed the measurements observed the qc checkmark. There was no allegation of an adverse event. No action was taken based on the erroneous results. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.3 inr,  donor #2 inr: 2.3 inr.  Donor #1 hct: 46%,  donor #2 hct: 49%.  Testing results:  donor #1: retention meter with masterlot strips: 2.4 inr,   donor #1: customer meter with customer strips: 2.3 inr.  Donor #2: retention meter with masterlot strips: 2.3 inr,  donor #2: customer meter with customer strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications.  The investigation was unable to find a definitive root cause.